Event description:
The access number is; 27677-1005856. It would appear that this incident is the same incident reported 4/15/94 (#8962-1001609). For co's records, co wishes to consider this newly submitted report simply additional info to be added to the previously existing report.